Event description:
It was reported that the device was explanted due to a pocket infection. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.